Event description:
Reference number (B)(4) event occurred in the united states. It was reported that the patient experienced a bent cannula, which led to elevated blood glucose levels on (B)(6) 2026. During the event, the patient's blood glucose was 578mg/dl, and symptoms included sleepiness/drowsiness/somnolence, nausea and was treated with manual injection. No further information available.

Manufacturer narrative:
Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. Investigation in progress.